Manufacturer narrative:
Foreign : (B)(6). Device evaluation: a smiths medical pneupac ventipac medical ventilator was received and tested. In order to attempt to repeat the reported fault, the device was disconnected from the mains oxygen supply and reattached several times with the unit in the off position and turning it on once supply is connected and also with the unit already in the on position, the unit started with no issue each time. In addition the unit was attached to an oxygen cylinder and then disconnected and attached it to a mains supply several times with the unit in the off position and turning it on once supply is connected and also with the unit already in the on position, the unit started with no issue each time. The unit was left the unit running on a mains supply for 30 minutes and disconnected then reattached to a cylinder supply, this was performed with the unit both in the on and off position, the unit started with no issues each time. However the alarms only worked intermittently during testing, when the unit was moved to change the gas supply the alarms suddenly started working and then stopped when moved again and it continued to be intermittent. Cap and battery holder were replaces, unit worked with no issues. The reported condition was not confirmed, however the alarms only functioned intermittently and this was caused by damage to the battery holder cap.

Event description:
Information was received that a smiths medical pneupac ventipac medical ventilator suddenly stopped ventilating a patient when moved from ambulance o2 to cylinder. It was noted the operator switched back to ambulance o2, but the device still would not restart. The unit was only intermittently able ventilate the patient. Subsequently, the patient required hand bagging and moved onto another ventilator. No reported adverse patient effects.